Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. PMA/510(k)#: k980987 or k151766. A lot number could not be confirmed for this incident and without this information we are unable to determine the correct 510k number. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that syringe 3ml ll 200 s/c had foreign matter inside. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 309657 batch no: unknown (reported 180706). It was reported that a white residue was found inside the syringe. Event description per email states: caller reported [customer saw a white residue inside the syringe]. Number of occurrences: [2]. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product available for return to bd? Yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged. Resolution: caller successfully filled a cartridge with insulin. No further follow up is required.